Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose rose to 440 mg/dl. At the time of reporting the issue, the customer's blood glucose was 330 mg/dl, for which he treated with a bolus from the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air or leaks were found in the infusion set tubing. Insulin exited the tubing during a manual prime. Settings were found to be correct and no alarms were present on the days he experienced elevated blood glucose. Bolus history was accurate. The customer could not perform the high pressure test as he did not have a tubing clamp available. He was advised to change the entire set, reservoir, and insulin. It was later found that the infusion set cannula was bent. Nothing further reported.